Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer's wife reports that customer had experienced low blood glucose and called to inquire if insulin pump was working due to low blood glucose. Customer's blood glucose was 28 mg/dl and customer was found unresponsive. Two days later, customer's blood glucose was 58 mg/dl and was also found unresponsive. Ambulance was called and blood glucose was 53 mg/dl. Customer was teated with glucose injections and glucose tablets. During troubleshooting for low blood glucose, customer's wife state she would call back as the line of questioning was not relevant.